Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to this right atrial (ra) lead exhibited high impedances out of range. Additionally, the ra lead presented oversensing. The lead was reprogrammed and remains in service. No adverse patient effects were reported. Additional information was received which indicated that the impedances of this ra lead continue to increase and exhibited high pacing thresholds. Boston scientific technical services (ts) recommended to reprogram the device. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to this right atrial (ra) lead exhibited high impedances out of range. Additionally, the ra lead presented oversensing. The lead was reprogrammed and remains in service. No adverse patient effects were reported.